Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to remain static despite routing pump use. There was no reported adverse impact to the customer's blood glucose. The customer declined to discuss the issue with tandem technical support.